Event description:
Caller reported blood glucose results of 361 mg/dl, 129 mg/dl, and 136 mg/dl within 10 minutes on the performa system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
This event occurred in (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens and the lens tore. The lens was removed with forceps, with no pt injury and no additional surgery was done. The reporter stated the cause of the torn lens may possibly have been due to a loading error.